Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the surgeon opened the package, they found that the reservoir was damaged. The valve was not used and was replaced. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux testing. However, the valve did not meet the requirements for pres sure-flow, pre-implantation, and leak testing due to a tear in the top of the proximal occluder. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.